Event description:
Lead explanted on 5/21/97. Device analysis indicates j retention wire fracture without protrusion through the outer polyurethane insulation.

Manufacturer narrative:
Visual inspections under 30x magnification indicates the j stiffener wire has fractured approx. 9mm proximal of weld site. The proximal section of j stiffener wire measures approx. 79mm and has migrated down lead body approx 16 proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx 88mm.